Event description:
The pt reported that the "up" "down" and "ok" buttons were sticking and would scroll too far on the keypad. All of the buttons did click and spring back normally. The reporter denies damage to the keypad or exposure to moisture.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. The "ok" "up" and "down" keypad buttons were intermittently responding to user inputs. The keypad was removed and the "up" key contact was misaligned. The "up" "down" and "ok" key contacts became inverted when pressed. There was also evidence of keypad adhesive found under all key contacts.